Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call a blank display and failed battery test. Blood glucose at the time of incident was 138mg/dl. The customer states having a failed battery test, then a blank display after changing the battery. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. However the customer states the battery used was not new. The customer attempted using a different used battery and the insulin pump alarmed battery out limit and failed battery test. The customer was advised to replace the battery and call back if issues continue. It is unknown if the blank display was resolved. The device will not be returned for analysis.